Event description:
It was reported that there was unexpected battery longevity. It was also reported there was high current drain due to left ventricular (lv) threshold of 2.5v @ 1.0ms. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical device: d224trk bi-ventricular (bi-v) defibrillator 2010-(B)(6); 694765 implantable tachy lead 2004-(B)(6). (B)(4).